Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: other relevant device(s) are: product ID: etlw1613c124e, serial/lot #:(B)(6), ubd: (B)(6) 2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa. It was reported approximatley 9 years post the index procedure, that the patient presented to the ER with abdominal pain and a CT showed a ia endoleak and bilateral ib endoleaks. Both limbs have migrated into the aneurysm sac. No future repair is planned as the family chose palliative care. Per the physician the cause of the event was due to aortic degeneration and remodeling. No additional clinical sequalae were provided and the patient will be monitored.